Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b2, b4, d1, d4, g4, g7, h2, h4, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of being in-vivo. Post of the articular surface was fractured. The device was submitted for further analysis. The analysis determined that bearing shows signs of potential post-fracture due to fatigue overload. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Per package insert 87-6203-453-23: fracture is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical devices: item number: unknown, item name: unknown femoral component, lot number: unknown; item number: unknown, item name: unknown tibial component, lot number: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a knee revision due to a fractured articular surface. Attempts have been made and no additional information is available at this time.